Manufacturer narrative:
During the investigation of the impella cp device complaint, a related complaint involving the automated impella controller was identified concerning a placement signal issue, consistent with the reported event. Refer to h10 for the related report number involving the automated impella controller. This is one of two device reports associated with the event.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) and g1 (manufacturer contact fax number) has been added as it was omitted from the initial medwatch. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed and the physical product was returned. Placement signal issue: based on the signatures noted in data log review and no defects being found on returned product, it was determined that the most likely cause of the placement signal issue was related to the console.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support.  After successful insertion of impella with appropriate waveforms placement signal disappeared. After a few minutes yellow 'controller error' showed. Impella flows maintained and motor current pulsatile. Case continued. Placement signal returned after about 5 total minutes of being off screen. 'Controller error' alarm resolved. Placement signal disappeared again after about 5 minutes, but returned after 2 minutes. No 'controller error' alarm at that time. No other waveform issues throughout case. Pump ran for about an hour. No patient harm was reported due to the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.